Event description:
It was reported that the patient was hospitalized on an unknown date due to high blood glucose. Blood glucose level was reported to be 800 mg/dl. The patient stated they "blanked out and woke up in an ambulance". Patient stated they had run out of pods and as a result developed high blood glucose which required hospitalization. The patient refused to provide additional information to insulet. Multiple attempts to obtain additional information were made, but the patient did not respond to the requests. The patient was sent replacement pods.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.